Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler sureform 45 instrument did not complete the fire. A white reload was used to staple off a portion of the lung during the event. The stapler was found to have a green shard from the previous reload used. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter to gather additional information on the reported event; however, no further information was provided except the customer confirmed that the reported issue occurred during a pulmonary lobectomy procedure on (B)(6) 2024.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler sureform 45 instrument to perform failure analysis. The curved-tip stapler sureform 45 instrument was analyzed, and failure analysis investigation confirmed the error via logs review. The instrument was used at the site on 19-mar-2024 using system sk0398. The instrument logs showed 1 firing failure. The stapler was installed onto an in-house system and fired on a test foam using an in-house green reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. No firing errors were replicated during in-house testing.